Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a dismantling occurred (B)(6) 2019. The dismantling of the glenosphere was due to a technical fact to the installation of the sphere during the primary surgery ((B)(6) 2019). The ø36 glenosphere and ø36 humeral cup were removed and replaced by the same product.